Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant attempt that two right ventricular (rv) leads were attempted but not used due to a stylet stuck in the lumen of the lead preventing the advancement and implant. Another rv lead was implanted. No patient complications have been reported as a result of this event.